Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint, however, the fse did replace the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, the universal surgical manipulator (usm) 4 went down. The issue was reported to intuitive surgical, inc. (Isi) technical support engineer (tse) after completing the procedure. The site had elected to disable the usm 4 to continue the procedure. They were able to power cycle the system post-case, which cleared the error; however, they requested the field service engineer (fse) to follow up to address the issue. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system event logs but did not find the errors mentioned by the customer, indicating further investigation may be required. The procedure was completed with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where sensor check was found to be failing on the yaw axis. Once testing was completed, the yaw searchlight printed circuit assembly (pca) was applied behavior analysis (aba) tested and was verified to be the source of the fault. The probable root cause is attributed to movement faults resulting from a faulty yaw searchlight sensor and carriage assembly located on the usm.

Event description:
Refer to h11 for follow-up information.